Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual insulin therapy.